Event description:
It was reported that the patient experienced weakness. No additional intervention was reported. The patient presented as symptomatic with left-sided weakness. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure. Post-procedure, significantly more weakness was noted on the left side, and the patient's symptoms have not recovered to baseline. Per the physician, no new stroke was detected on repeat computed tomography (CT). No medical or surgical interventions were reported. No blood pressure issues were reported, and blood pressure was maintained at the higher end of parameters to ensure robust flow reversal and perfusion. The patient was compliant with dual antiplatelet therapy (dapt), but p2y12 inhibitor test results were unavailable.